Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately six months post implant, the patient experienced an infection, bruising at their left pectoral region, followed by pocket erosion at the subcutaneous level/dehiscence at left implant site. The entire implantable pulse generator (ipg) system was explanted and will be replaced in the future. Cultures were taken and medical treatment for infection was required. No further patient complications have been reported as a result of this event.